Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 458 to 600+ mg/dl. Customer's mother reported symptoms related to their high blood glucose levels included nausea and ketones. Customer's current blood glucose reading was 300+ mg/dl. Customer's mother was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Replacement product is being sent.